Manufacturer narrative:
Correcting aware date/g3 to 25mar2026 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's log files were submitted for review. The log files contained 2 loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events that were seen in the log files were the result of the mpu suddenly losing power. The system controller switched to the emergency backup battery (ebb) when the external power was lost. All events appeared to have resolved once the external power was restored.

Event description:
It was reported that the patient presented to the emergency room for altered mental status. The patient appeared to be at their baseline. Several no external power alarms were noticed with interrogation. The patient was a poor historian and was unable to tell if the cause was double disconnect or loss of power while on the mobile power unit (mpu). The log file captured no external power alarm(s) and multiple other associated alarm types on 19mar2026 and 20mar2026. This was caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.